Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Unknown when patient's discomfort or reaction started. This report is for unknown nail/unknown lot number. Unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a sales consultant (sc) received a text yesterday, (B)(6) 2016, at 2:03pm, from a surgeon stating that he will be extracting a tibial nail screw (possibly the 4.0mm or 5.0mm, part numbers and quantity unknown) at the distal tibial area (ankle are) due to "symptomatic" reactions. The revision is scheduled today, (B)(6) 2016. The sc is not sure what problems the patient was having, possibly discomfort. Sc states that he has very limited information at this time. There are 2 device associated with this complaint this report is 1 of 2 for (B)(4).